Event description:
Customer reports to have experienced "bg now alarm" and sensor alarm. During call, customer experienced several blood glucose levels. Customer's blood glucose was 134 mg/dl. While troubleshooting, customer's blood glucose dropped to 40 mg/dl, which customer treated with juice. Customer checked again and blood glucose was 36 mg/dl, treatment was not given. Customer called back and blood glucose rose to 62 mg/dl. Customer was advised to treat blood glucose and to call back when blood glucose was stable. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.